Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d1 d4: catalog and lot d10 00-6250-065-30 trilogy bone scr 6.5x30 lot number j7393433 g3 g4: PMA/510(k) number g6 h2 h10.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the screw went through the hole of the cup and ended up on the other side of the cup. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02302. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the incompletely visualized left hip arthroplasty. Single surgical screw within the acetabulum without fixation as noted. The root cause of the reported issue is attributed to user error, as the incorrect drill guide was used to place the screw. The gold drill guide should be used when placing screws with the g7 shells. This complaint was confirmed based on provided x-rays. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.